Event description:
We received a report that an clariflex monofocal intraocular lens was explanted about eight years after being implanted due to calcification. Additional information has been requested but not received.

Manufacturer narrative:
Event date: not provided. Serial number and expiration date: not provided. Implant and explant dates: not provided. (B)(4). Unknown since serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.